Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning pump. A revision surgery was performed, during which the physician confirmed fluid loss in the system due to fractured pump tubing. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100298203. Model/catalog description: reservoir, flat, iz, 100 ml. Unique identifier (UDI) #: (B)(4).